Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the patient on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit would not set. The bed was located in the storage area on the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).